Event description:
Overdelivery during routine preventative maintenance (pm) testing reported: it was reported that the pump delivered more than the programmed amount when the pt control button was pushed during routine pm testing by the biomedical engineer. There were no pt events reported while the device was in clinical service. Though requested, there was no additional info available.